Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The seal had cracked along the second ring from the edge. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was observed to be cracked" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was observed to be cracked, this was during the loading process. A new kit was used to complete the procedure. There were no pt effects. The product was returned.